Manufacturer narrative:
Age at time of event: 18 years or older. Device is a combination product. (B)(4). Device evaluated by MFR.: the device was not received for analysis. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The investigation conclusion is operational context as the product meets the design and manufacture specification but due to anatomical/procedural factors encountered during the procedure, performance was limited. (B)(4).

Event description:
It was reported that stent damage occurred. The 90% stenosed target lesion was located in the moderately tortuous and severely calcified right coronary artery. After plain old balloon angioplasty was performed several times, a 2.25 x 38mm synergy¿ stent was advanced but failed to cross. The device was completely removed and it was noted that the stent struts were lifted. The procedure was completed with a 2.25 x 32mm synergy¿ stent. No patient complications were reported and the patient's status was stable.